Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (averaging in the 200s mg/dl). A bolus of insulin was delivered to address the bg level. The customer stated that he high bg was due to being highly insulin resistant. The customer started using medication last august that corrected the body's ability to use the active insulin in the body.